Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.a review of the device history record (DHR) was performed; no anomalies were noted.(B)(4).

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-00315, 3005099803-2012-00316, 3005099803-2012-00317, and 3005099803-2012-00318 address these devices.it was reported to boston scientific corporation that four radial jaw 3 hot single-use biopsy forceps were used during a colonoscopy procedure on (B)(6), 2012.according to the complainant, during the procedure, the active cord was connected to the forceps device, but it detached from the connecting pin. The user felt that the connector port was to large which led to the detachment. The device was withdrawn from the patient and the procedure was continued with another forceps device. However, the same issue recurred with the next three devices. The procedure was completed with a fifth radial jaw 3 hot single-use biopsy forceps device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.